Event description:
Inbound. Patient reports had no disposable alarm today with cadd legacy pump serial number (B)(4) and prefilled veletri cadd cassette 100 milliliter with flowstop. Reported multiple air bubbles on top of cassette. Reservoir volume 50 milliliters at the time of alarm. No further details provided.